Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6). Clarification to d6a - implant date: received "implanted 1 year ago."

Event description:
Healthcare professional reported "patient with allergan smooth implants and rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.4., h.4.,

Event description:
Healthcare professional later reported implant was intact.